Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and that the battery compartment was damaged. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: the review of the black box data showed multiple power reboots. The battery compartment was cracked. The battery cap threads were stripped and the cap was unable to secure; intermittent power issue was duplicated during the investigation. No evidence of physical damage was observed on the battery compartment threads and a test battery cap was able to secure for testing. The pump was exercised for 24 hours with no further loss of power. Unrelated to the original complaint, the display was dim and discolored. (B)(4).